Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode with limited functionality. Technical services recommended to replace and send back the device. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode with limited functionality. Technical services recommended to replace and send back the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode with limited functionality. Technical services recommended to replace and send back the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.